Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was attempted implant as it showed a defective connection with this right atrial (ra) lead that was also a failed attempted implant. The procedure was completed with a new crt-p and new leads. The attempted crt-p is expected to be returned for analysis. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5156691.